Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 156 mg/dl. The customer said that there is no significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer insulin pump will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. The act button did not respond due to a flattened button dome switch. No frozen screen was noted. Unable to verify the battery out limit alarm due to unresponsive buttons. The pump had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
The type of event provided with the initial report was incorrect. The correct information has been provided with this report. In addition, some information was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer checked for ketones and noticed blood glucose was 422mg/dl. Customer treated with an insulin shot.